Event description:
A customer reported to baxter (B)(4) of a chemo therapy set 3 lead that showed a leak while the set was purged with sodium chloride. The leak was located at the luer lock at the end of the tubing. When this luer was connected, it showed some blacklash between the luer and tubing. The luer was connected to patient, however there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent six (6) companion samples for an evaluation. A batch file review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. Visual inspection didn?t reveal any non-conformities. The sets were leak tested under water at 0.56 bar. No leaks were revealed. Also the functionality of the luer lock was checked and no non-conformities were found. Therefore the cause of this condition has not been identified. Further details received from the local complaints coordinator revealed that the customer feels that the luer lock is not connecting firmly to the patient luer. It is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and hence connected firmly to the patient luer lock. This is a product not distributed in the us and does not have a 510k number.